Manufacturer narrative:
(B) (4). (B) (4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B) (6) 2009. During the procedure, the blade would not turn or cut. A second like device was used to successfully complete the procedure with no adverse patient consequences.